Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced halos, glare and blurry vision. The lens was explanted and exchanged for atiol lens model 6 months following the initial procedure. Clinical reason for explant was mentioned as inability to neuro adapt. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).